Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent struts pulled and stretched proximally past marker band, mid region struts bunched, 2nd and 3rd distal row pinched. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted after several attempts due to severe calcification. The procedure was completed with another bsc device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25x24mm promus element plus drug-eluting stent was advanced for treatment. However, the tip of the stent struts were lifted after several attempts due to severe calcification. The procedure was completed with another bsc device. There were no patient complications reported and the patient's status was stable.